Event description:
It was reported that the follow up x-ray indicated broken screws. The screws were explanted and new screws were placed. Patient has returned to work and resumed normal activities.

Manufacturer narrative:
Catalog # 94640, lot # 219315. Device MFR date: 09/2005.